Manufacturer narrative:
Following our receipt of the one partial used sensor (needles do not return) and performed visual inspected and checked for physical damage and none was found (no microscope). Performed continuity resistance test to verify (open trace) electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig readings but failed eis 1 hz and eis 1024 hz. See attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed, however sensor failed eis 1 hz and eis 1024 hz. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings but failed eis readings out of specifications. Unable to confirm needle anomaly due to not receiving needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding at sensor insertion site with calibration not accepted alert and discrepancy between sensor glucose and blood glucose values. The event involved product(s) mmt-7040a, mmt-7841zn. Troubleshooting was performed and the discrepancy between the sensor glucose value of 64 mg/dl and blood glucose value of 125 mg/dl was not within the target range. No further patient complications were reported. The customer will discontinue the use of the sensor. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.